Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device could not be activated during the incoming inspection at the service department of olympus (B)(4)(ovn). It was not provided the other detailed information. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus vietnam, omsc surmised there was the possibility this phenomenon was attributed to the power source circuit board failure or the video processing board failure of the subject device. If additional information becomes available, this report will be supplemented.